Manufacturer narrative:
Event conclusion the ICD remains implanted. Analysis of the bipolar lead noted an insulation abrasion 310 mm from the terminal pin. Microscopic analysis indicates that the damage was initiated by a localized compressive stress on the tubing surface coupled with movement. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/first-rib region.

Event description:
Event description cpi received information that a sweet tip bipolar lead, which was used as the rate-sense lead for an implantable cardioverter defibrillator (ICD) system exhibited a sudden drop in impedance. The ICD also exhibited many nonsustained episodes, indicating oversensing, and the patient received an inappropriate shock.